Event description:
During cardiopulmonary bypass, one of the icons on the central control monitor touch-screen indicated that the associated device, a centrifugal pump, was not properly communicating with the control module. The control module subsequently displayed "system needs service." The bypass procedure was concluded successfully using redundant controls without adverse consequences to the patient.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been reached.